Event description:
The customer reported the shock was not getting delivered. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the shock was not getting delivered. There was no reported pt involvement. The hospital biomed technician confirmed the problem was with the external paddles. The external paddles were replaced to resolve the issue. The external paddles were not available for evaluation. We will consider this a malfunction of the external paddles where the shock was not delivered.